Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error. The following warning appears in the directions for use, ¿baxter cannot ensure that the dialysis products of other manufacturers, when connected with its products, will function in a satisfactory manner.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak following a disconnection of the minicap transfer set and a plastic adapter. The leak caused solution to get on the patient's dress and they were given prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.